Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that, while attempting to defibrillate a male patient, the electrodes would not adhere to the patient's skin. Complainant indicated that, the clinician obtained another device to continue treating the patient. Complainant indicated that, the patient subsequently expired; however, it was not related to the reported malfunction.